Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced poor vision and opacification of the lens. Additional information was requested. There were four cases reported. This file represents one patient.